Manufacturer narrative:
(B)(4). Concomitant medical devices: metasul durom, component for acetabulum, 46/40, code f, catalog no# 0100214046; lot no# 2332089, metasul ldh, head, 40, code f, taper 18/20, catalog no# 0100181400; lot no# 2364917, cls spotorno, stem, 135, uncemented, 5.0, taper 12/14, catalog no# 290039050; lot no# 2380365. Therapy date: (B)(6) 2012. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain and infection.